Event description:
Additional information: after reviewing x-rays, it was believed that the 8709 catheter was still in the patient, but inactive.

Event description:
Additional information received reported that the catheter issue was a break, tear, hole at the distal segment. There was a failure to aspirate the catheter during a catheter dye study on (B)(6) 2014. Catheter segments were left in the intrathecal space (as previously reported). The medications were decreased and a new catheter was inserted (as previously reported). The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Per the event logs from (B)(6) 2014, the original catheter had broken off at the anchor site and was in the intrathecal space, unable to remove. A new spinal segment was placed at the tip at t6 on (B)(6) 2014. It was further reported the patient¿s 8709 catheter was replaced on (B)(6) 2014; however it was also reported that the manufacturer representative (rep), ¿thought this catheter was explanted back in (B)(6) 2014.¿ the rep later reported, ¿it was believed the 8709 was left in the intrathecal space back in october.¿ follow up is being conducted to confirm that the 8709 catheter was not explanted until (B)(6) 2014. Diagnostic or troubleshooting performed included a dye study around (B)(6) 2014, x-rays, and the logs were checked. The cause of the issue was unknown. It was also reported the patient¿s 8598a catheter was also replaced on (B)(6) 2014 due to migration/dislodgement at the anchor. The catheter was coiled outside the spinal insertion site. The anchor had loosened causing the catheter to slide out of the intrathecal space and coil outs ide of the spine. The patient thought this happened right away in october, because "I never really had pain relief after that catheter revision." The patient experienced chronic pain in the thoracic spine region. According to the healthcare provider (hcp) the catheter was no longer attached to the anchor (it slid out) and it appeared that the suture was still intact to the tissue, but the anchor was loose. The patient¿s catheter was replaced with an 8782 ((B)(4)) and 8784 ((B)(4)) these two were connected to make a complete catheter with the connection at the midline. The catheter was primed after the procedure and the patient reported in recovery that he was starting to feel the medication like he did in the past when the system was functioning properly, prior to march. Further information was not provided regarding the revision surgery on (B)(6) 2014. The patient was taking oxycodone with an unknown dosing and frequency since october to help with his pain. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was unknown how the patient was doing now, but in recovery the patient could start to feel the medication and reduction in pain. The pump was being used to deliver fentanyl and bupivacaine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: product ID 8709, serial# (B)(4), remains in patient, but inactive.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found acceptable testing; the catheter was incomplete and returned in segments. Analysis of the catheter serial number (B)(4) found the sc connector with a non-significant indent in the seal, did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.